Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The monitor had burn in and the contrast could not be adjusted. The monitor was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had poor image quality. No adverse patient involvement was reported.